Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a 112 mg/dl higher scan result on the adc device compared to an 18 mg/dl reading obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. When the provided results are plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer became hypoglycemic, experienced loss of consciousness and seizure and was unable to self-treat. The customer was seen at the hospital and had contact with a healthcare professional who obtained an unspecified glucose test and administered glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.